Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following a cataract extraction with intraocular lens (iol)implant procedure, the patient experienced intolerable night glare. The iol was exchanged in a secondary procedure. Additional information was provided that the patient also experienced significant rings at night. The iol was exchanged in a secondary procedure for a different model iol with the same power. There was no patient harm. There are two medical device reports associated with this patient. This report is associated with the right eye.